Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 11/19/2015. The evaluation of the device has yet to be completed. Terumo will submit a follow up report when more information received and/or when the investigation is complete. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
The returned sample was visually inspected upon receipt, no anomalies were noted. A review of the device history records revealed no manufacturing issues. The returned sample was filled with saline and pressurized at 2.0kgf/cm2, no leaks were noted. Air was sent into the gas pathway at each gas flow rate, the obtained values met specifications. The sample was built into a circuit. Using bovine blood, it was circulated in the circuit at the head drop of 80mmhg, blood flow rate of 4l/min and the gas flow rate of 4l/min for 6 hours, no air entrainment was observed. After that, the blood flow rate and gas flow rate were respectively set to 7l/min and 20l/min and a sudden stop was given to the roller pump, no air entrainment was observed. Next, air was sent to the gas pathway at the gas flow rate of 4l/min for one hour, no entrainment was observed. A definitive root cause could not be determined; therefore, this event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation (B)(4). (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the oxygenator deprimed and air went up the arterial line through the arterial filter. The event occurred during a six hour pump run (ten hours total - including priming of the circuit) at the end of the case. Air did not reach the patient. The unit was changed out, but they did not have to go back on pump. No known impact or consequence to the patient. The device was changed out. The surgery was completed successfully without delay.